Event description:
It was reported by the rep that the (1) tsg45 and (6) tr45g was used during a right upper lobectomy procedure. It was reported that the stapler was fired correctly by the surgeon who informed the rep it felt and sounded fine. However, upon pressing the release button the jaws of the stapler would not open without help from the operator. As the jaws were opened, the staples were coming out of the reload partially formed and not on the tissue. The procedure was completed with another stapler and another set of reloads. There are 6 reloads returned with the stapler. Half of the reloads had the problems indicated above and the other half fired correctly. There was no pt consequence.